Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed a dislodged display screen. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.

Event description:
During eval the display screen was found to be dislodged. A review of the pump history indicated lack of cartridge detection had occurred.